Manufacturer narrative:
Investigation ¿ evaluation: on 16jul2020 cook became aware of an incident where a patient developed infection/sepsis with the complaint device unknown aortic endograft for evar. A 70 year old male patient underwent an emergent evar on (B)(6) 2011 for an infrarenal aaa, where he had 2 zenith limbs and a zenith main body implanted. A coda balloon was used during the procedure. The inflation volume of the balloon is unknown. No inflation device was used. The ballooning was done in the bilateral limbs and top seal stent of the main body. He previously experienced two type 3 endoleaks and had two additional zenith limbs implanted (reported under MDR#1820334-2020-01477 and MDR#1820334-2020-01480). The patient was later diagnosed with sepsis (subject of this report), so all five grafts were explanted on (B)(6) 2020. During the explantation, an aortoenteric fistula was found between the aneurysm and the bowel. The patient's aneurysm sac was full of feces and infection. All grafts were fully intact and described to be in "perfect condition". The fistula was also surgically repaired on (B)(6) 2020. The fistula was connected to the aneurysm sac. Additional details were provided regarding the explant procedure, and it was reported that further cultures were taken. The sac was opened all the way upward towards the aneurysm. Distally, the arteries were opened onto the iliac arteries and the iliac limb grafts were extracted. Removing the grafts proximally was reported to be more difficult, as the aorta had thinned out at the proximal seal zone. Some of the suprarenal stent barbs had penetrated all the way through the aorta and were palpable on the outside of the aorta. The operating team needed to use wire cutters to extract all of the proximal body as well as the vast majority of the suprarenal bare-mental stents. The team stated that "there were about one or two" stents they had left in place as they figured "complete removed would damage [their] sewing ring proximally". Once the graft had been removed in its entirety, the area was irrigated. Prior to applying the aortic clamps, two segments of femoral cryovein were kept in proper orientation. All of the branches were doubly ligated to ensure there would be no leakage. A review of the documentation, complaint history, device history record, drawing, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned for evaluation, however, one still image from the original implant was provided. Per the impressions from the product manager, it was noted that both zsle¿s were implanted with the minimum amount of overlap. Cook has concluded that the device was manufactured to specification. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file (dhf) found that the affected product is safe and effective for its intended use. A review of the device history record (DHR) could not be completed due to a lack of lot information from the user facility. As there are adequate inspection activities established, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of the product labeling for the device was completed. The instructions for use states that potential adverse events include, "aortic damage, including perforation, dissection, bleeding, rupture, and death... Infection of the aneurysm, device or access site, including abscess formation, transient fever and pain..." In the implant procedure section the IFU states, "minimize handling of the constrained endoprosthesis during preparation and insertion to decrease the risk of endoprosthesis contamination and infection. Based on the information provided, inspection of the provided imaging, and the results of the investigation, a definitive cause for the adverse event was not established, however fistula formation is a known inherent risk of using these devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): line 2 of address: (B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient experienced sepsis while he had zenith devices implanted. Upon explantation of all his grafts, an aortoenteric fistula was discovered. A (B)(6) year old male patient underwent an emergent evar on (B)(6) 2011 for an infrarenal aaa, where he had two zenith limbs and a zenith main body implanted. A coda balloon was used during the procedure. The inflation volume of the balloon is unknown. No inflation device was used. The ballooning was done in the bilateral limbs and top seal stent of the main body. He experienced two type 3 endoleaks and had two additional zenith limbs implanted, which are reported under MDR #1820334-2020-01477. The patient was later diagnosed with sepsis, so all five grafts were explanted on (B)(6) 2020. During the explantation, an aortoenteric fistula was found between the aneurysm and the bowel. The patient's aneurysm sac was full of feces and infection. All grafts were fully intact and described to be in "perfect condition". The fistula was also surgically repaired on (B)(6) 2020. The fistula was connected to the aneurysm sac. Additional details were provided regarding the explant procedure, and it was reported that further cultures were taken. The sac was opened all the way upward towards the aneurysm. Distally, the arteries were opened onto the iliac arteries and the iliac limb grafts were extracted. Removing the grafts proximally was reported to be more difficult, as the aorta had thinned out at the proximal seal zone. Some of the suprarenal stent barbs had penetrated all the way through the aorta and were palpable on the outside of the aorta. The operating team needed to use wire cutters to extract all of the proximal body as well as the vast majority of the suprarenal bare-mental stents. The team stated that "there were about one or two" stents they had left in place as they figured "complete removed would damage [their] sewing ring proximally". Once the graft had been removed in its entirety, the area was irrigated. Prior to applying the aortic clamps, two segments of femoral cryovein were kept in proper orientation. All of the branches were doubly ligated to ensure there would be no leakage.